Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial events are falling into blanking periods potentially causing arrhythmias to be under reported. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.